Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional, later reported, "malignant neoplasm of breast". "Small masses" and "drain". These events are not device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken side assessed, as unidentified (tear) (shell thickness was within specification). Cancer breast-ndr: unable to observe, since it is a medical event. And is not related to the device. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, left side rupture. Healthcare professional, later reported, "malignant neoplasm of breast", "small masses" and "drain". Which are not device related. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.